Event description:
Manufacturer reference report: 3006705815-2019-01106.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-01106. It was reported that the patient had an implant procedure that was abandoned on (B)(6) 2019. The lead was inserted but had invalid impedances. Physician was unable to get the lead into a good position and case was abandoned. Patient did not get implanted with any leads.